Manufacturer narrative:
Evaluation method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the pt experienced iritis 1 year post icl implantation. Steroidal drops were administered which resolved the problem. Iritis in this case is not caused by the icl since it has been implanted for a year before the condition presented itself. Iritis or anterior uveitis is inflammation predominantly located in the iris of the eye. This condition is usually due to autoimmune or systemic diseases, systemic infections or blunt trauma. Iritis is usually secondary to some other systemic condition. (B)(4).

Event description:
It was reported pt had an micl 12.6 mm implantable collamer lens implanted in the right eye on (B)(6) 2009. As part of the post market study, the pt reported experiencing acute iritis and requiring prednisone eye drops. The doctor's office was contacted and the facility reported, the iritis occurred on (B)(6) 2010. Duration of the condition was 3-4 weeks and iritis has been resolved. Pt's last visit was on (B)(6) 2010. The icl remains implanted.